Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle would not on the sensor anymore. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. No broken or missing parts were observed during analysis.